Manufacturer narrative:
It was reported that there was the incident with maxi move passive floor lift and passive clip sling. It was stated that during transfer from wheelchair to bed one of the right clips detached from the lift spreader bar causing patient to fall. As the consequence of the event patient sustained fracture to the left femur, laceration behind ear and hematoma. According to arjo technician evaluation sling in question had a sign of normal wear. Beside that no other abnormalities have been found within the sling. Additionally, function test has been conducted and it was revealed that sling clips attached to the dps spreader bar correctly and according to the manufacturer's specification. Visual inspection of involved in the event lift showed that it was also working correctly. Passive sling instruction for use (04.sc.00-int1_2, october 2014) provides patients with some crucial information and pictures regarding correct attachment and detachment of the sling clips: "the passive clip sling shall only be used by appropriately trained caregivers with adequate knowledge of the care environment, and in accordance with the instructions outlined in the operating and product care instructions." "To avoid patient from falling, make sure that the sling attachments are attached securely before and during the lifting process." "Make sure the lug is locked at the top end of the clip." Please note that arjo performed thorough analysis regarding the reason for clip detachment. It was concluded that a sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Previous simulations have established this to be at minimum over 13% of the body weight of the patient. Moreover, product instruction for use have been evaluated in terms of the effectiveness for use by volunteers outside of the health care field. The evaluation focused on the IFU effectiveness at communicating the instructions to the caregivers on how to perform the attachment and detachment activities as intended. The above IFU evaluation indicates that the IFU layout and its content is adequate to enable the caregiver to perform the intended activities safely. From the above it can be concluded that misusing of the clip attachment and incorrectly attaching it to the spreader bar was the reason of patient fall. If caregivers follow all recommendations and procedures provided in instructions for use and the sling clips attachment points are inspected before and during every transfer, the risk of serious injuries and hazard situations is low. To conclude, the system - clip sling and floor lift was used for the patient's care and in that way contributed to the alleged event. No defect has been found within the lift nor the sling that could cause or contribute to the event however, the misused of the clip attachment occurred and from that perspective, the system did not meet the manufacturer's specification. The complaint was decided to be reportable due to the fact that patient sustained serious injury.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported that there was the incident with the maxi move passive floor lift and passive clip sling. It was stated that during transfer from the wheel chair to the bed one of the clips detached from the lift spreader bar causing patient to fall. As the consequence of the event patient sustained fracture to the left femur, laceration behind ear and hematoma.